Manufacturer narrative:
(B)(4). Carefusion has attempted to contact the doctor to get further info about the reported event as well as the details for the specific failure for each of the ventilators by serial number. The doctor indicated that he is unable to determine the specific ventilator each pt was using and that he has no authorization from his administration to release additional info at this time. The medical device report for the other subject ventilator is being reported to MFR report #2021710-2014-00076.

Event description:
The doctor at the user facility reported that (B)(6) twins were delivered at the facility and were both placed on avea ventilators. The doctor reported that during pt use one ventilator was reading very high tidal volumes (around 15-20cc/kg). The doctor reported that both patients deteriorated and then shortly thereafter passed away. The reported cause of death for both patients was frank pulmonary hemorrhage. The doctor provided the serial numbers of the two subject ventilators but did not identify the specific failure per serial number.